Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set experienced occlusion and air in line. The following information was provided by the initial reporter: this time the nurse noted increased resistance while priming and lots of air in the line.

Manufacturer narrative:
H6: investigation summary one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a bd syringe filled with 85% glycerin/15% water. The set was primed successfully with no resistance. No air bubbles were observed. The customer complaint that the increased resistance while priming and lots of air in the line could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 20128e lot number 22039090 was performed. The search showed that a total of 17603 units in 1 lot number was built on 09mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris smartsite extension set experienced occlusion and air in line. The following information was provided by the initial reporter: this time the nurse noted increased resistance while priming and lots of air in the line.